Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was observed to be leaking during the load sequence. Reportedly, customer changed the cartridge. Customer¿s blood glucose was approximately 290 mg/dl.